Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor flex was visibly cracked. Review of the pump history revealed loss of prime and no cartridge detected warnings associated with zero force. No load step malfunctions were duplicated during eval. The pump was exercised and basal delivery was interrupted due to a zero force loss of prime warning.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.